Event description:
It was reported that during posterior communicating artery (pcoma) aneurysm procedure, the operator positioned an intermediate catheter, and a microcatheter was used as the subject stent delivery catheter. The guidewire was guided to the middle carotid artery (mca) bifurcation and subsequently the microcatheter was navigated into the aneurysm cavity under guidewire guidance. A 3d coil was used for initial embolization. Due to the aneurysm being wide-necked, the surgeon opted for stent assistance using the subject stent. After the subject stent was removed and flushed with water it was being delivered. The operator slowly advanced the subject stent, but when it reached the stent delivery catheter, some tension was felt. After several attempts to deliver the subject stent it deployed inside the delivery catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during posterior communicating artery (pcoma) aneurysm procedure, the operator positioned an intermediate catheter, and a microcatheter was used as the subject stent delivery catheter. The guidewire was guided to the middle carotid artery (mca) bifurcation and subsequently the microcatheter was navigated into the aneurysm cavity under guidewire guidance. A 3d coil was used for initial embolization. Due to the aneurysm being wide-necked, the surgeon opted for stent assistance using the subject stent. After the subject stent was removed and flushed with water it was being delivered. The operator slowly advanced the subject stent, but when it reached the stent delivery catheter, some tension was felt. After several attempts to deliver the subject stent it deployed inside the delivery catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal end of the stent was noted to be deformed. A functional test was unable to be performed as only the deployed stent was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported events 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the surgeon opted for stent assistance using a stent. After removing the stent and thoroughly flushing it with water, preparations were made to deliver the stent. The assistant slowly advanced the stent as usual, but when it reached the stent delivery catheter, some tension was felt. Continued attempts to advance the stent met with resistance, and despite repeated efforts by the surgeon, the stent deployed within the delivery catheter. The procedure then continued with a new stent delivery catheter and a different lot of the stent, which was successfully implanted'. In the follow-up replies it was noted that the same microcatheter was used to finish the procedure. The stent was returned for analysis in a deployed condition and was noted to be deformed near the distal (open cell) end of the device. The introducer sheath and the stent delivery wire (sdw) were both not returned for analysis. The event description notes tension during advancement of the stent when it was initially being transferred from the introducer sheath into the microcatheter lumen. Given the event description and the condition of the returned atlas stent, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased tension or resistance while attempting to advance the stent, resulting in damage to the stent. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' events: 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and 'as analyzed' event: ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.